Event description:
It was reported that a review of the web electrogram status report indicated episode of ventricular oversensing. The right ventricular (rv) lead remains in use. It was noted that the patient is taking part in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).